Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Non manufacturer's defect.

Event description:
Weld is broken where the frame connects to the head spring.